Event description:
An implant card was received which confirmed that the generator was replaced due to battery depletion, near eos = yes. The lead impedance was marked ok.

Event description:
On (B)(6) 2013, it was reported that the vns patient is having an increase in seizures. No further information was provided at the time. A battery life calculation was performed which showed 0 years remaining until eri=yes. Clinic notes dated (B)(6) 2013 were received that indicated that the patient had a seizure on (B)(6) 2012 and none before recently. The physician stated that the seizures have increased recently. It was stated that the vns was checked and needs to be replaced. Although surgery is likely, it has not occurred to date. Good faith attempts for further information from the physician have been unsuccessful to date.

Event description:
On (B)(6) 2013 the physician reported that the patient¿s group home first observed the increase in seizures. He stated that the patient¿s generator needed to be replaced as an intervention as there were ¿vns unit/battery problems¿. The patient underwent generator replacement surgery due to end of life on (B)(6) 2013. The explanted generator was discarded and therefore could not be returned for product analysis.